Event description:
A laparscopic tubal sterilization was being done using bipolar electro-surgical coagulation. Later examination found a burn to pt's colon had occurred. Add'l surgery was performed to treat the burned intestine.